Event description:
It was reported that the customer was admitted to the hospital with diabetic ketoacidosis and "a cardiac event"; cause was not known. A blood glucose level was not provided. Reportedly, customer's continuous glucose monitor was unavailable due to a non-tandem sensor issue. Customer was discharged approximately 16 days later. Date of event is approximate. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.